Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Since the device failed during evaluation, there was no patient involvement.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). The event history log review revealed occurrences of low battery alarms, but no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and no problems were revealed. Temperature was within specifications. A volumetric accuracy test was performed and the device failed. An inspection was performed on the door and piston and revealed deteriorated piston foam and a cracked door piston at the rib of the right disposable. Test article door piston foam was installed and the manual volumetric accuracy test passed. The cause of the rite failure was deteriorated piston foam. The deteriorated piston foam was scrapped, and the device sent for servicing.